Event description:
The following info concerning the event was copied by a carefusion tech support specialist from a customer feedback form submitted by the foreign distributor. "Was product on a pt? Yes. Was there any pt harm? Yes (describe: o2 desaturation and bradycardia). We have tried to introduce the infant flow lp in several hospitals and despite many hours spent by us to train the nurse staff the product was rejected. Reasons: with vlbw < 1000 g : if we use the headgear correctly, it is difficult to insert the prongs in the babies nostrils. When we manage to make the insertion, the prongs kink after some time of use and it's impossible to keep the airway. We have the same issue if we use the bonnets. With bigger babies when restless, the prongs tend to get out of the nostrils."

Manufacturer narrative:
The foreign distributor reported that these issues occurred at several hospitals in (B)(6). Carefusion tech support specialist has requested clarification from the foreign distributor as to which hospitals and how many pts. As of (B)(4), 2012 the foreign distributor has not responded. Should carefusion (B)(4) obtain clarification from the distributor in (B)(4) as to the number of pts involved and the names of hospitals were the events occurred, add'l medwatch reports will be submitted. The foreign distributor did not submit a user facility/importer report to the MFR. (B)(4). Carefusion has determined that these user facility's possible lack of experience with the new carefusion infant flow lp ncpap system (generator, mask, prongs, bonnet and headgear) was the most likely underlying cause of the reported events.